Event description:
It was reported that noise was observed on the patient¿s device. Patient was lightheaded and dizzy. Noise was not reproducible in the clinic however electromagnetic induction was suspected. No programming changes were made. No further information available.